Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr identified that the screen panel required replacement to resolve the reported issue. The unit has passed all test, calibrations and is working to manufacturer specifications.

Event description:
The customer reported while using the vela ventilator, the screen is blank during start-up. The customer stated there was no patient involvement associated with this event.